Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported air in line which was not reproduced during testing. A review of the event history log identified multiple air in line messages. The reported condition was verified. The cause was determined to be an out of specification ultrasonic sensor which was unable to be calibrated. The ultrasonic sensor was replaced to correct this condition. A service history review identified that the device has been serviced within the last 12 months for a similar issue. Evaluation found the ultrasonic sensor out of specification during prior service and therefore it was replaced. All service actions were completed during the last service cycle. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.